Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that initial concern was resolved; customer recieve control soluion. Customer ran control test and is satisfied with result. Customer states that the readings are not as low as previous stated. No further assistance needed. Customer is satisfied with product. No symptoms or medical attention reported.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results of 79mg/dl. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 125 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is one month. The meter memory was reviewed for previous test result history (date/time not set): result 1:125mg/dl date:(B)(6) time:817a fasting; result 2:104mg/dl date:(B)(6) time:515p fasting; result 3:122mg/dl date: (B)(6) time:1:22p fasting; result 4:114mg/dl date: (B)(6) time: 956a fasting; result 5:79mg/dl date:(B)(6) time:6:05p fasting.